Manufacturer narrative:
The initial MDR reports a 12.5 diopter size zct450 intraocular lens was implanted. The diopter size was incorrect in this statement. It was reported that a 14.5 diopter size zct450 intraocular lens was implanted. Catalog # zct450u125 was incorrect in the initial MDR. Catalog # has been corrected to: zct450u145. Device available for evaluation? Yes. Returned to manufacturer on: 04/19/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make the explant possible. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power and cylinder power. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 12.5 diopter size zct450 intraocular lens (iol) was implanted into patient's right eye and the patient was unhappy with his vision. The zct450 iol was explanted in a secondary procedure and replaced with a 14.5 diopter size zct300 iol. No incision enlargement or no vitrectomy was performed. There was no other patient injury. No further information was provided.